Event description:
It was reported that, "the pt had a primary tka on 2009 (B)(6). One year later, the pt started to feel a uncomfortable feeling in her knee. The surgeon took some x-rays and noticed a shadow cast by the locking wire on the x-ray. Therefore, the pt had a revision tka to replace the insert on 2011 (B)(6)."

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report.